Manufacturer narrative:
The reported events of p wave amplitude variation and high capture threshold was not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During attempted implant, p wave amplitude variation and high capture threshold were observed on the right atrial (ra) lead. The ra lead could not be removed from the header of the device. A different ra lead and a different device were successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.